Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: concomitant med products and therapy dates: vapr vue generator device, 9/4/2024. H4: the device manufacture date is currently unavailable. D9, h3, h6: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Report 1 of 2 of the event. It was reported by the sales rep in japan that during an arthroscopic rotator cuff repair surgical procedure on (B)(6) 2024, it was observed that while using the vapr tripolar 90 suction elect and vapr vue generator devices an error sound was heard and the probe was activated even though the switch was not pressed. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review: a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were difficult to activate on all hand buttons. On foot pedal mode, the device was able to work on ablation and coagulation. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: device received in original packaging: no, bag only. Tip components condition: used, no misuse. Handle assembly condition: cable & plug assembly condition: good no misuse, some evidence of residue on the cable, possibly glue from wrap. Other observations: same residue as seen on cable. Electrical checks: the device passed all parameters. Functional checks: tests were performed using vapr vue generator gml4808/4. On handswitch activation, 2 yellow finger switching buttons intermittent. All 3 blue buttons intermittent or not working. Activation at tip ok when able to activate. Further investigation: handle was opened and a photo of the pcb taken. Some evidence of saline ingress around pcb and contacts not fully covered by coating. Summary: two devices were returned, both had evidence of poor finger switching function. The complaint can be substantiated. Further investigation showed poor coating on the internal pcb and evidence of saline ingress on the contacts possibly causing the issue. From our investigation we were unable to reproduce the customer reported defect that during the procedure, an error sound was heard, and the probe was activated even though the switch was not pressed. However, we were able to confirm poor finger switching function on both returned devices as reported by j&j medtech orthopaedics. Functional testing at shows intermittent switch button function on both devices as detailed: device 1 - 2 yellow finger switching buttons intermittent all 3 blue buttons intermittent or not working device 2 - 1 yellow finger switching button intermittent then another followed after 20 seconds 1 blue button intermittent. Visual observations on both returned complaint devices showed poor coating on the internal pcb and evidence of saline ingress on the contacts possibly causing the intermittent button function issue. Both returned devices passed electrical testing. Activation was found to be as expected where the buttons functioned as intended. The reported event of continuous activation has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk for failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent/unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn. The severity risk category is 'serious'- results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk of grid 15 and a post mitigation risk of grid 14 are stated, which is 'serious' and 'probable' and rated as low as reasonably achievable (alra). A review of our complaint records over the last 12 months to assess the frequency of similar reported events investigated shows this type of event to be of low occurrence with 9 reported complaints (11 devices) including this complaint device) in (B)(4) individual tripolar devices shipped during the same period. Therefore, the severity and frequency ((B)(4)) are as anticipated in the risk documentation. Conclusion: although the customer reported defect of the device button activating while not be pressed could not be confirmed, both returned complaint devices exhibit intermittent button function confirming the j&j medtech orthopaedics testing. The evidence of saline ingress around the pcb contacts is a potential factor of the intermittent button function. The exact root cause of the customer reported continuous activation issue and intermittent button function could not be determined at this stage and further investigation into this failure mode is currently being conducted under CAPA which is in the root cause phase. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would have not contributed to the complained device issue. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.